Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length; item: 00-8114-002-00; lot: 66268844. Desc: act artic e1 hip brg 28x46mm; item: ep-200152; lot: 66288654. Desc: zb 12/14 cocr hd 28mm x -3.5; item: 802202801; lot: 3195770. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent primary surgery, and subsequently was revised due to a ncb plate fracture approximately 8 weeks post primary surgery. A new plate was implanted. Attempts have been made and no further information has been provided.